Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. The plan is to reassess the battery status later on. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. The plan is to reassess the battery status later on. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. The power consumption was higher than expected. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Initial: should additional information become available this report will be updated.